Manufacturer narrative:
(B)(6). Investigation: received one unused iag 22ga unit in a partially opened package from the lot number 6165580. The package was partially opened at the bottom of the blister pack. The product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web glue. Both of these variables were looked at during the investigation. A DHR review was performed on the following lot number: 6165580 ¿ the lot number was packaged on afa packaging line 8 from june 24, 2016 thru june 27, 2016 per review of the DHR¿s it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. The product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web glue. Both of these variables were looked at during the investigation. The defect of pkg seal integrity poor/ questionable, as stated as the reported code was confirmed with the returned unit. Even though the package came partially opened, all the processes characteristics that directly influence the seal strength are: seal transfer and top web glue, measured within specification. No anomalies were found. Root cause: relationship of device to the reported incident: indeterminate this is issue is currently being investigated by CAPA (B)(4).

Event description:
It was reported that the packaging on a 22 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheter was not sealed. This was observed before use and there was no report of injury or medical interventions.